Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) that a solution administration set had a leak that was observed by the operator. The leak was observed to have come from the flash ball. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.